Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-00692 and 3005099803-2012-00699 pertain to the other devices. It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a posterior repair procedure. Reportedly, the patient experienced chronic, localized pain in the area of the mesh starting immediately post-implantation. On (B)(6), 2012, the patient underwent a procedure with another physician, who slightly trimmed the pinnacle mesh (quantity trimmed unknown). This procedure was completed successfully with no further complications to the patient. Post-implantation, the physician opined that the mesh trimming should help with the patient's general pain, but it may not alleviate her pain entirely. All other information, including the patient's current condition, is unknown and reportedly unavailable.